Event description:
It was reported to philips that the allura system was not starting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the started up with a blue screen and reboot did not resolve the issue. The field service engineer inspected the system onsite and replaced the hard disk drives of the host pc. The device was returned to use in good working order after the part was replaced.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Review of the system log file indicated that there was read error rate 200 (8) in the host pc hard disk drive. The fse replaced the hard disk drive in the host pc to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.